Manufacturer narrative:
D1. Device name: 60" (152 cm) appx 1.0 ml, smallbore ext set w/microclave® clear, clamp, luer lock without a lot number the expiration and manufacturing dates are unknown. Investigation summary no product samples, pictures, or videos were received for investigation. The complaint of a tubing connection from microbore tubing to pall filter was leaking could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number was identified.

Event description:
An event involving a 60" (152 cm) appx 1.0 ml, smallbore ext set w/microclave® clear, clamp, luer lock experienced leakage. It was reported that this was an incident for item bopmc33932 ICU medical microbore tubing and item ime10011865 bd pal filter when used together. Upon tracing tubing for dual sign nicardipine rate change, noticed that tubing connection from microbore tubing to pall filter was leaking. Tubing was changed and saq was notified. The mating device is a bd pal filter with list number 10011865 and lot number (10)24029420. The event happened on 19-may-2024. Sample is available for return. There was patient involvement and no patient harm.